Event description:
It was reported that during start up of intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. Initially, they had ¿figured it out¿ but after a few questions they realized they had not. We explained the alarm and assisted in successfully changing over to the inner lumen for alternate arterial pressure (ap) access. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing approximately 50.8cm from the iab tip. The optical fiber was found to be broken at this location. A second kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. Initially, they had ¿figured it out¿ but after a few questions they realized they had not. We explained the alarm and assisted in successfully changing over to the inner lumen for alternate arterial pressure (ap) access. There was no patient harm or adverse event reported.